Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37791, product type recharger. Product ID 37651, serial# (B)(4), product type recharger.

Event description:
It was reported the rep met with patient today and the patient was still not able to recharge to 100%, but they were only getting 2 coupling bars and they have been recharging daily for 2 hours. According to the patient, they've been only getting 2 bars since 2013. 8840 device shows 2 coupling bars on average. Technical services had rep use al feature and pt's baseline was 86 and the highest that rep got was 92 using al, and the patient still only got 2 coupling bars. Insr and antenna had been replaced. Rep said ins is very superficial, and it's at a slight angle. Technical services told rep to consider imaging to confirm ins orientation. Rep said they'll try to use their own recharger to confirm as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative reporting the cause of the reported issues has not been determined, it has not been resolved as the patient is going to deal with it instead of a surgical intervention. The rep further reported that the patient called him and stated that he charged for 2.5 hours and the patient programmer is still saying the battery is low.